Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated that because he does not normally feel symptoms with an elevated glucose level and did not know for four days that his values were incorrect, he was not getting any insulin during that time, and he was unaware of it. He reported waking up feeling very poorly and that he was hardly able to move and speak, and was barely able to wake up his wife because of that. He had no symptoms prior to that. His wife called for an ambulance and the cgm 'showed nothing,' just an empty circle with no numbers. Ambulance personnel took a bg reading upon arrival which was 48 mmol/l; no comparative cgm value was provided. He was given fluids and insulin. Due to low iron levels from unrelated anemia he was also given a blood transfusion. He was in the hospital for two days. At the time of the report about two weeks later he still could not move his right arm and had slurred speech. Upon later follow up he stated that he had these symptoms for over a month but that there had been positive development in arm movement and speech with the help of physiotherapy and a speech therapist. He stated that he has many other health conditions that affect him and his glucose management including part of his stomach having been removed due to cancer treatment, a partly amputated foot (which was done due to an infection, unrelated to his diabetes), and walking difficulties unrelated to the amputation. He stated that he has not been diagnosed with a stroke related to the arm and speech issues. The patient stated that in the four days prior to the incident, his values were stable on the cgm and he never confirmed the cgm reading with a fingerstick. He uses an omnipod insulin pump so the inaccurate values and being hyper-unaware resulted in not getting any insulin for approximately four days. He cannot recall how long he had no readings, but thinks that only happened on the night of the incident. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.